Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and the facility cleaning/reprocessing appeared to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: instructions for use evis lucera ultrasound gastro videoscope olympus gf type uct260 ·chapter 6 application and conditions of cleaning, disinfection, and sterilization. ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of the ultrasound image missing was not confirmed. The following additional findings were also noted: bending angle in up direction does not meet the standard value, pinhole on the bending section cover, peeled paint on the air/water cylinder, scratched objective lens and the acoustic less is damaged. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning, and the customer did flush the nozzle with water and air and detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the ultrasound image is missing with use of evis lucera ultrasound gastrovideoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.